Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's unomedical insulin infusion set had occlusions in the form of air bubbles in the tubing. The customer received two no delivery alarms from her insulin pump as a result. The customer's blood glucose level was 274 mg/dl. Standard troubleshooting was performed. The customer was able to complete a manual prime and push the air bubbles out of the infusion set. It was discovered that the customer had the wrong fill cannula amount programmed, so the setting was adjusted. The customer was advised to keep her insulin at room temperature to avoid air bubbles. The customer stated she has had bent cannulas on past infusion sets. The product is not being returned. Nothing further was reported.